Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy pacemaker (crt-p) system stored atrial tachy response (atr) episodes. Upon review, ts observed that there was a lead safety switch (lss) triggered due to an abrupt measurement of high out of range pacing impedances on the right atrial (ra) lead. Further review of the atr episodes showed myopotential oversensing noise on the ra lead while in unipolar configurations. Ts noted that the noise duration was greater than two seconds, however patient intrinsic pacing was not inhibited. It was noted that the ra lead is a non-boston scientific lead. Ts suspected cause to be due to spring contact issues and discussed programming options with the hcp. At this time, the crt-p and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy pacemaker (crt-p) system stored atrial tachy response (atr) episodes. Upon review, ts observed that there was a lead safety switch (lss) triggered due to an abrupt measurement of high out of range pacing impedances on the right atrial (ra) lead. Further review of the atr episodes showed myopotential oversensing noise on the ra lead while in unipolar configurations. Ts noted that the noise duration was greater than two seconds, however patient intrinsic pacing was not inhibited. It was noted that the ra lead is a non-boston scientific lead. Ts suspected cause to be due to spring contact issues and discussed programming options with the hcp. At this time, the crt-p and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.